Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had exhibited inappropriate sensing in the past and was reprogrammed to ventricular only pacing. The ra lead was still noted to be sensing intermittently as the sensitivity remained programmed on, therefore it was recommended to program it off. No patient complications have been reported as a result of this event.